Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is synthes sales consultant. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a hip surgery on (B)(6) 2019, the aiming arm locking devices are popping out of the aiming arms when inserting the nail. There was no surgical delay. Procedure was successfully completed. There was no patient consequence concomitant medical products reported: unknown nail (part #: unknown, lot #: unknown, quantity #: 1). This report is for one (1) aiming arm locking device. This is report 6 of 6 for complaint (B)(4).